Event description:
It was reported that during a da vinci-assisted surgical procedure, a patient side manipulator (psm) was not free to move message. The technical support engineer (tse) requested the clinical territory associate (cta) power down the system then exercise the psm range of motion. Logs do not reflect any related information. Cta did not offer the steps to the surgeon as the surgeon elected to convert to open. Cta reports that prior to calling none of the troubleshooting steps she took with the customer worked, to include: reseating the instrument, reseating the sterile adapter, undocking and redocking the arm and hard power cycle. Cta did not state they inspected the arm for obstruction or the proper orientation of the sterile adapter wheels. The procedure was converted to open with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replicated the reported errors and replaced the psm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis replicated the reported event. The axis three brake needed to be replaced. Friction readings were found to be out of specifications long axis one. The axis one harmonic drive will be replaced. .